Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pen had a screw movement anomaly. Insulin did not exit. Customer stated that the screw did not move. Troubleshooting was performed. No harm requiring medical intervention was reported. The inulin pen will be returned for analysis.